Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this complaint was received for examination. The photo investigation found nothing indicative of a device nonconformance. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.

Event description:
Revision completed due to hip symbios fracture.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.